Manufacturer narrative:
Corrected data: section b3 event date of the initial medwatch report indicated: (B)(6) 2020 section b3 event date of the initial medwatch report should indicate: (B)(6) 2020 physio evaluated the device electronic data, and found that the actual date of the shut down event was 6/21/20. Based on this review, it was recommended that the device download cable be replaced. It was also observed during physical evaluation of the device that that the negative battery pin in one of the battery wells was pushed in.

Event description:
The customer contacted physio-control to report that multiple times, the crew was unable to obtain a 12 lead ECG and the issue resolved after a short delay when they restarted the monitor. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue. They stated in these incidents, the crews were able to complete any actions using the monitor with just a short delay after restarting the monitor.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue through review of the electronic device records. Physio replaced the device's rear case. Unrelated repairs were completed and after proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The root cause of the reported event was not determined.

Event description:
The customer contacted physio-control to report that multiple times, the crew was unable to obtain a 12 lead ECG and the issue resolved after a short delay when they restarted the monitor. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue. They stated in these incidents, the crews were able to complete any actions using the monitor with just a short delay after restarting the monitor.